Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device operation check test was not passing. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating that device failed operational checck. Patient involvement information remains unknown. The customer called and spoke with a philips representative. The customer requested just a replacement therapy pca with no engineer evaluation. The customer called and spoke with a philips representative. The customer requested just a replacement therapy pca with no engineer evaluation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.